Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. Patient reports at approx 13:10 on (B)(6) 2016, she dialed up 5.1 u to deliver and pump stated that it was delivered. She then states the bolus did not reflect in history. Isf at this time - 1:60. During troubleshooting, customer support found that bolus records were missing. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission: 12/8/2016. Device evaluation: the device has been returned and evaluated by product analysis on 11/10/2016 with the following findings: unable to duplicate the complaint. The pump history shows no evidence of a 5.1u bolus being programmed on (B)(6) 2016 at 13:10. Pump powers on with vibratory and audible features. Ezprime sequence was successfully completed.. Pump was exercised for 24hrs, no eaw¿s were recorded during this time. Manually performed a normal 10u bolus & a 10u audio bolus successfully. Both were accurately recorded in the pump history (see photos)..#3. No hypersensitive keys observed on the keypad. Bolus history found to be recording properly during testing. Unable to duplicate the complaint.